Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2017 and barbed suture was used. The suture came off the needle during use. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). An unopened sample of product was returned for analysis. The issue sample was not sent. During the visual inspection of the sample, no defects were found on the package. The sample was opened and the swage and attachment area of the sample were as expected. The suture was dispensed without problems and examined along of the strand and no defects or needle pull were observed. The sample was tested by needle pull and the result is above the minimum individual strength requirement. Per the condition of the representative sample, no performance-pull off suture needle was found and the tested needle/suture combination met the finished goods requirements.